Event description:
It was reported that patient had left hip revision because she fell at home and sustained a periprosthetic fracture.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review was not performed as the .lot ID is unknown. -complaint history review was not performed as the .lot ID is unknown the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, operative reports, x-rays and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned to manufacturer.